Event description:
Pain vagina, soreness [vulvovaginal pain]. Vaginal (soreness and itching), (swelling) [vulvovaginal pruritus]. Vaginal (soreness and itching), (swelling). [Vulvovaginal swelling]. Vaginal irritation [vulvovaginal discomfort]. Insides of tampons is peeling [device breakage]. Case narrative: consumer reported via email that the inside of the tampon peeling. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.